Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 115mg/dl. Troubleshooting was performed, and the drive support cap was flush. The caller also mentioned getting no delivery alarms during the rewind process and after changing the infusion set. Assisted the customer to run the displacement test and failed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The drive support cap was inspected and no anomaly noted. The device had cracked battery tube threads and cracked reservoir tube lip.